Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.00mm/90cm/2.0cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below the rated burst pressure and was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient condition is good.